Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4) unexplained pacing. Since the device remains implanted, the files from the programmer and the holter ECG's were reviewed. All available evidence did not show any evidence of malfunction of the device and the behavior observed complies with specs. However, the ECG was very nosy and may explain the behavior. The MFR suggested the atrial sensitivity be increased and to evaluate all future egm patterns during the follow-ups. (B)(4).

Event description:
Reportedly, there was unexplained pacing switch episode from aai to ddd in the holter ECG during a follow-up. The device remains implanted.